Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a patient's spouse that the patient died two days following the implant of this bioprosthetic aortic valve. The patient underwent concomitant coronary artery bypass graft (CABG) and maze procedures at the time of valve implant. It was reported that the patient died due to complications from the surgery. No further details were provided at this time. It is unknown if an autopsy was performed.